Manufacturer narrative:
Complaint no. (B)(4).

Event description:
It was reported the catheter was inserted into the right radial artery of a (B)(6) yr/old patient with copd exacerbation and afebrile in the cctc without complications. Within 12 hours of use, the waveform dampened and then post 24 hours, there was no waveform and they were unable to draw blood from the line. As a result, the catheter was removed and a new line was placed without incident. There was no delay in treatment and no patient death or complications reported.